Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 1627487-2022-06914. It was reported patient had an infection at trial leads site. The patient's leads were explanted on (B)(6) 2022 and the patient has been treated for infection.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determine.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s), however, no explanted products were returned for analysis. The patient has been treated for infection. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.